Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement, measuring greater than 200 ohms. Isometric testing was performed, which revealed noise and an increase in shock impedance measurements, from 89 ohms to 97 ohms. While the patient was resting, the measurements returned to 89 ohms. It was noted that the system was reprogrammed. Technical services (ts) recommended performing an x-ray and additional isometric testing. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.